Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the priming problem was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via right axillary subclavian artery access in a 68-year-old male. The patient presented with acute myocardial infarction complicated by cardiogenic shock (scai stage d). Past medical history included renal insufficiency. The patient was supported with an intra-aortic balloon pump (iabp), inotropes, vasopressors, and mechanical ventilation for respiratory support. During a purge cassette exchange while the impella device was in situ, the purge cassette did not prime. Nursing staff attempted troubleshooting; however, the purge cassette was unable to be successfully primed. A second, new purge cassette was obtained and connected, after which purge priming was successful and purge flow was restored. The original purge cassette was retained per protocol at the request of the impella team, and the provider was notified. Although purge priming was successfully restored with the replacement purge cassette, loss or delay of purge flow during an exchange has the potential to lead to transient interruption of optimal device function, which could contribute to hemodynamic instability in a critically ill patient. As a result, the event was managed through purge cassette replacement. Additionally, the impella 5.5 experienced a placement signal issue. There were no reported signs, symptoms, or patient consequences associated with the placement signal issue. There was no documented interruption of device support, no confirmed hemodynamic instability, and no requirement for impella pump removal or exchange. After a comprehensive review of the available information, the reported events were addressed through accessory replacement and monitoring, with no clinical sequelae identified. The patient survived.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
B5: event description updated. Clinical narrative added. H6. Health effect - clinical code updated.

Event description:
An impella 5.5 was inserted via right axillary subclavian artery access in a 68-year-old male. The patient presented with acute myocardial infarction complicated by cardiogenic shock (scai stage d). Past medical history included renal insufficiency. The patient was supported with an intra-aortic balloon pump (iabp), inotropes, vasopressors, and mechanical ventilation for respiratory support. During a purge cassette exchange while the impella device was in situ, the purge cassette did not prime. Nursing staff attempted troubleshooting; however, the purge cassette was unable to be successfully primed. A second, new purge cassette was obtained and connected, after which purge priming was successful and purge flow was restored. The original purge cassette was retained per protocol at the request of the impella team, and the provider was notified. Purge priming was successfully restored with the replacement purge cassette. The event was managed through purge cassette replacement. Additionally, the impella 5.5 experienced a placement signal issue. There were no reported signs, symptoms, or patient consequences associated with the placement signal issue. There was no documented interruption of device support and no requirement for impella pump removal or exchange. After a comprehensive review of the available information, the reported events were addressed through accessory replacement and monitoring. The patient survived.